Event description:
The patient contacted baxter's technical service center for assistance, which occurred on the homechoice pro (hcp) during use. After troubleshooting, the tsr assisted the patient with ending therapy on the hcp. When the power was cycled, confirm card was displayed. The tsr asked the patient if he confirmed the card and the patient stated he never does, and just presses go until the hcp displays press go to start. The tsr explained that the patient needed to confirm the card after each visit if the hcp displays confirm card. The tsr advised the patient to call the peritoneal dialysis registered nurse or the tsr for assistance programming the hcp with the procard. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient's registered nurse (rn) on (B)(6) 2012, regarding the report that the patient never confirms the procard. Baxter product surveillance informed the rn that the patient reported they never confirm their procard and just presses go until the hcp displays press go to start. The rn stated she was not aware that the patient was doing this. The rn stated she just saw the patient yesterday and everything was fine. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported use error of not confirming the procard and the use error was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported use error. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This complaint for use error, not confirming the procard was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.